Event description:
It was reported by the patient's spouse that the patient is deceased. It was further reported by the family that the patient fell off the bed and the device did not go off. Additional information obtained indicated the cause of death was asystole and the patient died at home. No information regarding circumstances of death is available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.